Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient reported radicular leg pain following the procedure. The surgeon determined that the superior positioned implant was impinging on the neuroforamen. Later that same day, the surgeon performed a revision procedure where he removed the impinging implant and replaced it with a shorter implant of the same type. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.